Manufacturer narrative:
Device passed self test and displacement test. Device audio or beep or vibrate function properly and no grinding or loud noise anomaly noted during testing. Device had cracked battery tube threads, scratched case. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via pone call that the insulin pump was beeping. The customer¿s blood glucose was unknown. The customer stated that the there was loud grinding noise when changing the insulin during rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be return for analysis.